Event description:
This is report 1 of 2. It was reported that a home patient (hp) experienced a crack in the minicap which resulted in a leak of iodine. The caregiver replaced the patient¿s minicap. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Visual inspection noted a crack in the minicap. All of the critical dimensions of the minicap were measured and found to be within the specification range of the product. A functional test was performed in which the device was connected to a transfer set connector, submerged underwater, pressurized, and observed for leakage evidenced by rising bubbles; the device failed this test. The reported problem was confirmed. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for lot 13i12h15 and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).